Event description:
It was reported that the patient presented in the emergency room with pre-syncopal symptoms and low heart rate. The device was unable to be interrogated despite multiple attempts, and suspected to be prematurely depleted according to the most recent longevity estimate from (B)(6) 2017. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.